Manufacturer narrative:
H10 h3, h6 the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the raw materials found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found the fractured tip of an anchor inside of a clear glove. A visual review of the returned product found that the device was not returned in its original package. Fractured pieces of an anchor were received in a clear glove. There is debris on the shaft of the handheld device and on the fractured pieces of the anchor. Based on the condition of the product material found during visual inspection additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the bioraptor was fractured. Procedure shoulder dislocation and it was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.